Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1 gm, once in 4 days, intraperitoneal, discontinued after 10 days) and injection amikacin (125 mg, once daily, intraperitoneal, discontinued after 10 days). Ten days after the event onset, the patient was treated with injection vancomycin (1 gm, once in 4 days, intravenous, ongoing) for peritonitis. Pd therapy was discontinued and the patient's catheter was removed and switched to hemodialysis (ongoing). Patient outcome was reported as not recovered. No additional information is available.